Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see this report.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device passed displacement test and self test. (B)(4).